Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The returned contour ureteral stent was analyzed, and a visual evaluation noted that the stent was detached in three sections at the middle stent shaft. Also, the suture hole was observed torn. The suture string was not returned and the positioner was in good conditions. No other issues with the device were noted. The reported event was confirmed. According to product analysis, the stent was received out of the original pouch and the suture string was not returned with the device, that is evidence of manipulation, the problems found are issues that could've been generated due to the interaction with the suture string or an excess of force during the preparation. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). At (B)(6) hospital. Address: (B)(6).

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteral lithotripsy procedure in the ureter, performed on (B)(6) 2021. During unpacking, it was noticed that there was crack on the stent and it was fractured after being picked up. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of stent shaft broken. Please see full investigation details.